Event description:
Customer states that due to faulty motor the insulin pump is making loud noises while rewinding. Customer states that she has not experienced any alarms. The customer was advised to perform a displacement test without reservoir, and it failed. The drive support cap appears to be normal. The last blood glucose reading was 102 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic, occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. However, loud motor noted during testing due to faulty motor. Motor passed motor test. Unit received with cracked reservoir tube lip.